Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a clear plastic bag. The lock-out assembly has been removed. Insufficient viscoelastic is observed in the device, no viscoelastic past the iol. The plunger is bent almost into an s shape and has been advanced to nozzle entry; the plunger is advanced under the lens. The lens is advanced to the mid nozzle and is crushed. Received photos show an company preloaded device, the plunger appears to be bent inside the nozzle. The iol is not observed. Plunger underride was observed. The root cause may be related to failure to follow the IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. It appears that continuous force applied to the lever, despite the lens blockage, caused the plunger to bend under the force. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that intraocular lenses (iol) did not advance and inserters bent. Additional information has been requested and received stating that there was no patient harm. The original procedure completed on the same day.